Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient who underwent an unknown procedure with mentor memorygel breast implant 375cc gel breast prostheses developed migraines, weak immune system, flu like symptoms, fatigue, insomnia, night sweats, enlarged lymph nodes, and early menopause. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 04/04/2019, mentor received additional information about the event: patient identifier in block a1 was updated it was initially reported that the implantation date is (B)(6) 2000. New information states that the implantation date is (B)(6) 2000. It was initially reported that the explantation date is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Information about the initial reporter was received and populated in block e. Manufacturer¿s reference number: (B)(4).